Manufacturer narrative:
From the document review of the lot involved (1214296 - (B)(4) items produced) no anomalies were found. From the lateral x-ray - analysis performed by the r&d spine director - it is visible that the insertion angle of the awl does not overlap with the insertion angle of the screw. Therefore we can assume that the surgeon did not use the drill sleeve to guide the awl as described in the surgical technique. The combination of not using the drill sleeve and a potentially high lateral force (potential difficult anatomy/public symphysis) applied on the awl resulted in the instrument breakage.

Event description:
Importer report #: (B)(4).